Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_lead, product type: (B)(4).

Event description:
The consumer reported that the trial patient had pain on the right side of their vagina. The pain was due to both stimulation and surgeries unrelated to device. The patient had urgency in the morning, went three times, but could not completely empty their bladder. No interventions or outcome were reported regarding this event. Further follow-up has being conducted to obtain this information. If additional information is received, a follow-up report will be sent.